Event description:
Rn (registered nurse) noticed issues with tegaderm in IV start kit. Tegaderms would not peel away from paper correctly causing use of addition materials. Manufacturer response for IV start kit, IV start kit ihn best practice (per site reporter). Equipment failure reported via phone to medline customer service representative. Product available for return to the manufacturer.